Event description:
It was reported that the burr entertwined with the rotawire. The stenosed target lesion was located in the tortuous middle left anterior descending artery. A 1.50mm rotalink burr and 330cm rotawire were selected for use. During the procedure, it was noted that the burr and the rotawire twined, which led to the rotawire becoming twisted. However, it was further reported that the burr was stuck on the rotawire. The device was simply removed from the patient and completed the procedure with another of the same device. There were no patient complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The coil, sheath, handshake connection, burr, and annulus were microscopically examined. The coil is stretched and kinked at the handshake connection. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the device, but would not pass the coil damage at the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr intertwined with the rotawire. The stenosed target lesion was located in the tortuous middle left anterior descending artery. A 1.50mm rotalink burr and 330cm rotawire were selected for use. During the procedure, it was noted that the burr and the rotawire twined, which led to the rotawire becoming twisted. However, it was further reported that the burr was stuck on the rotawire. The device was simply removed from the patient and completed the procedure with another of the same device. There were no patient complications reported and patient was stable post procedure.